Event description:
It was reported to medtronic neurosurgery that the catheter was occluded. According to the report, replacement surgery was performed. There was no injury to the patient reported.

Manufacturer narrative:
Only 1.8 cm of the catheter was returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our catheters are 100% inspected at the time of manufacture.